Event description:
It was reported that the customer's fill estimate was inaccurate with multiple cartridges. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The product has not been received for eval. Should new relevant info become available, a supplemental report will be submitted.